Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2014 with the following findings:the complaint could not be duplicated. A review of the pump¿s black box data revealed an unexplained pump reboot. The battery compartment was found to be cracked. The battery cap contact measured within specifications, and the battery cap was able to fully secure onto the pump. There was evidence of moisture contamination observed on the interior of the battery cap. The pump powered on with the returned battery cap, and was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or loose components was observed inside the pump.